Manufacturer narrative:
It was previously reported that the lot number was (B)(4), however, that is the serial number. The report reflects the corrected information.

Manufacturer narrative:
UDI: (B)(4). The component was received for evaluation. The sample was visually inspected and an excessive amount of foreign residue / corrosion was found covering inside connector and pins. Received the catheter with two sutures attached and slight kink in catheter material. The device passed electronic, noise, linearity/hysteresis and signal drift tests. A review of component manufacturing records found no anomalies during the manufacturing process. Based on the results of the investigation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI - (B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, a microsensor showed incorrect pressures after being disconnected in preparation for the patient's CT scan. After trying to connect it to a different monitor with a different cable with no success, it was revised. The icp microsensor was implanted and was connected to the monitor and working well. After reconnecting, the monitor and the microsensor showed irrelevant pressure numbers such as 600 and more. There were no reports of delay or patient harm. After explanation, the microsensor was checked with 2 icp express monitors and worked correctly.